Event description:
Devilbiss was notified on 1/24/2022 via a better business bureau filing of a complaint involving a devilbiss oxygen concentrator. The end-user states she "suffers from hypoxemia" and reported she has experienced frequent hospitalizations due to her diagnosis of hypoxemia. She stated she had "issues" with two separate devilbiss concentrators. Her first complaint was associated with a devilbiss concentrator delivered by her home oxygen supplier in (B)(6) 2021. This complaint was associated with an oxygen accessory, specifically the oxygen humidifier. She reported a "build up of moisture in the oxygen tubing and cannula", which she believes may have contributed to a subsequent hospitalization for pneumonia. She then reported that in (B)(6) 2021 she started noticing a "black residue" in the cannula and "stopped using it [the oxygen concentrator] altogether." On 12/8/2021 and 12/9/2021 she claimed she "needed oxygen and decided to use the concentrator despite this." She claims that sometime after using the oxygen concentrator, "she ended up in the hospital with pneumonia again." After again contacting her oxygen supplier, on 2/3/2022 they delivered a replacement devilbiss concentrator, which she's claimed was "louder and seemed to be overheating compared to the last one." She states that "after 7 days of using this one [concentrator]" she was "hospitalized with pneumonia again." We have not been able to retrieve and evaluate the units associated with the complaints but continue to actively investigate and attempt the retrieval of all devices for inspection.